Event description:
The graft leaked approx 200cc of blood through its walls. The bleeding was stopped by clotting off the leakage and the graft was left in. No injury or complication to the pt. The pt's condition is ok.

Manufacturer narrative:
A returned, unused segment of the implanted graft was evaluated by our consulting patholgist. A copy of that report is attached. Since the actual part of the product involved in the incident was not returned for eval, the incident cannot be confirmed or denied. Note: since the batch number is reported as unattainable, a review of the mfg batch records is not possible. Gross description: rec'd in formalin is a segment of dacron vascular graft measuring 7.0 cm in length and 1.1 cm in diameter. No blood or tissue elements are identified on the luminal surface or the outer (periadventitial) surface. Rep sections are embedded under md-962 and md-963. Microscopic description: a collagen-coated dacron vascular graft is identified. The collagen coating is intact and is present on the luminal surface, within the interstices and on the outer (periadventitial) surface of the vascular graft. No loss of integrity is identified. No blood or tissue elements are identified. Summary: a collagen-coated dacron vascular graft with an intact collagen coating is identified. No blood or tissue elements are identified.